Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the conductor was distorted due to over-rotation and the lead was damaged at implant. (B)(4).

Event description:
It was reported that during an implant attempt the physician extended the lead helix and then retracted it to move the lead. When the lead was moved the physician attempted to extend the helix again but the helix did not extend. The physician did not use the lead. No patient complications have been reported as a result of this event.